Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via reduced intrinsic complexes. The patient is on new medication that could be affecting the r-wave amplitude and morphology. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing during ventricular tachycardia. The first shock changed the rhythm to a polymorphic rhythm and the second shock successfully converted the arrhythmia. The high energy shock impedance was 138 ohms, which is high but within normal limits. Technical services reviewed and assessed the electrograms with the clinic. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing during ventricular tachycardia. The first shock changed the rhythm to a polymorphic rhythm and the second shock successfully converted the arrhythmia. The high energy shock impedance was 138 ohms, which is high but within normal limits. Technical services reviewed and assessed the electrograms with the clinic. There were no additional adverse patient effects. The system remains implanted.